Event description:
Report #4 of 4 received of tubing sets separating at the filter. The reporter stated that tubing separations occurred with two different home care patients receiving an unspecified inotropic drug, one possibly indentified as primacor, at an unspecified dose and rate. There was no specific patient or event data provided. The incidents occurred over a weekend in 2003. The exact locations of the tubing separations at the filter were unknown. The patients, having extra supplies available in the home, changed out the tubing sets. The infusions were resumed without further incidence. There were no reported missed doses. There was no report of patient harm or adverse patient effects. Although requested, no additional information was provided.